Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with shortness of breath. Echo revealed small pericardial effusion. After further review, it was determined that the lead perforated. The patient underwent lead reposition in 2009.